Manufacturer narrative:
Customer (entity): abbvie inc, establishment name: abbvie inc, country: united states of america, street: 1 north waukegan road, city: north chicago, state, province or territory: il, post office or zip code:60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient faced issues with I infusion set cannula came out of the patient's abdomen on (B)(6) 2026. No further information available.